Manufacturer narrative:
There was no indication of a performance issue for the reagent. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service representative replaced the rinse tubing. The customer performed calibration and qc. The investigation is ongoing.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results for 1 patient sample on a cobas 8000 c 702 module. The initial result was approximately 4-5 mg/dl. The repeated result was approximately 9-10 mg/dl. The exact results were requested, but not provided. The repeated result was believed to be correct. The reagent lot number is 45938201 with an expiration date of 31-may-2021. The results were not reported outside of the laboratory.